Event description:
Alleged there are no functions from the left siderail control and the right siderail control is locked out.

Manufacturer narrative:
The biomed found a diode on the left siderail caregiver board shorted. The board had a small burn mark and the siderail cover was darkened in one area. The biomed replaced the caregiver board to repair the bed.